Manufacturer narrative:
The subject product was not returned for evaluation. Without the subject product, we are unable to determine what may have caused the qd adapter to break off as was reported. A review of the manufacturing records was performed and found that the lot was manufactured to specification. These are the first complaints for the subject lot of (B)(4) units manufactured in november of 2019. This file represents the second hydrosurg reported. An additional MDR will be submitted for the first hydrosurg. Mw5092904.

Event description:
Per maude event report mw5092904: "hydrosurg plus laparoscopic irrigator, end suction piece broke off during case. This is the second of these to happen in two weeks. Ref 0026870, lot judy0277." Addendum per follow up with the user facility: no information from the previous case that this has happened in was known other than same type of case with the same surgeon.